Event description:
It was reported the connection of the paddle and pad cables on the main unit side is becoming loose. No patient involvement reported at this time.

Manufacturer narrative:
The customer has elected to evaluate and repair the device themselves to resolve the issue. The philips quote provided expired and no work was performed. It has been concluded that no further action is required at this time.